Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient is not receiving effective therapy due to impedance issues. Surgical intervention may take place at a later date.

Event description:
Related manufacturer reference number: 1627487-2020-00275, 1627487-2020-00276, 1627487-2020-00277, 1627487-2020-00278, 1627487-2020-00279, 1627487-2020-00280. Additional information received indicates the patient's system was explanted and replaced. Effective therapy was established.